Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level exceeded 500 mg/dl, but a specific value was not available and was displayed as "high." The customer performed a correction injection via manual injection and did not require third-party assistance. Technical support provided guidance for resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if the malfunction recurred.